Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that probably 3 years ago they noticed that the ins was moving around and never seemed to be in the same place. The patient stated that the ins seems to move every time they turn around. The patient added that they can't even feel the ins. Agent documented reported event. The patient's reason for calling was to get assistance with MRI mode. Agent reviewed requested information. The my therapy app indicated that the patient was full body eligible for MRI.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.